Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three gang large bore stopcock manifold had a no flow issue. A patient was not receiving medications and the whole manifold needed to be changed midway through. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.